Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr), the patient experienced a left ventricle (lv) perforation. Per the case report, cut-down access was gained on the right side and a 24 fr sheath was placed successfully. The physicians were unable to cross the valve with a pigtail and an al1 diagnostic catheter was used with a straight wire. Once across the annulus the catheter was exchanged for an amplatz extra stiff wire with a j tip. A bav with a 22 x 4cm balloon was done under rapid pacing at 160 bpm. The 26mm sapien valve and delivery system was prepped and the valve was implanted in 50:50 position with trace central leak abd moderate paravalvular leak. An extra 1cc was added to the delivery system and post dilated under rapid pacing but the pvl remained unchanged. At this point, pericardial effusion was noted by tee and the patient was hypotensive with a noted tamponade. The effusion was drained and the patient was placed on pump. A full sternotomy showed the lateral wall of the heart to be the source of bleeding. A hematoma was found on the lateral wall and the bleeding was treated. The pt was weaned off cardio pulmonary bypass and a balloon pump was placed. The 24 fr sheath was removed and the patient was transferred to the ICU for post operative management. The chest was monitored for continued bleeding.

Manufacturer narrative:
Cine images were submitted to edwards for review. No echo images were provided. The observations and impressions of the imagery are as follows: the patient was noted to have severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, and minimal mitral annular calcification (mac). The image intensifier angle was poor. During bav and valve deployment, an insufficient distance of guide wire was extended into the ventricle, such that the transition zone between the soft and super stiff portions of the wire was abutting the lv wall. In particular, during bav, oscillatory movement of the balloon was noted. This may have contributed to a piercing movement of the guide wire into the lv, which was potentially traumatizing the lv wall. Per the instructions for use, cardiovascular or vascular injuries, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. In this case, in this case, the positioning of the wire and the oscillatory movement of the valvuloplasty balloon may have contributed to a piercing movement of the guide wire into the lv and this may have caused or contributed to the ventricle perforation. No corrective and preventive actions are required at this time.